Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited oversensing. The lead was changed to the bipolar configuration and atrial sensitivity was changed to 1.5 mv.